Event description:
My animas insulin pump leaked insulin into the reservoir because air in the defective tubing created bubbles and pressure causing less insulin to be automatically given. Over time and because I did not have a blood glucose meter, my sugars became dangerously high as I slept. This problem occurred several times over a period of five months. Animas reps would not acknowledge this issue with the pump. The pump, because of the damage from the leaking insulin, started to give an unwanted bolus of insulin and that is when I took the pump off permanently. Giving me a bolus of insulin is life threatening. This was not a product use problem, but a problem with the product itself. The insulin pump was worn from (B)(6) 2010 to (B)(6) 2012, when it was changed out for a new pump. The old pump was having problems for 6 months before anyone would listen or do anything about it. This is a recurring problem with the pump supplies. They leak into the pump and cause the pump to malfunction. On one child blog, the child said, "well, it didn't matter because his sugars were really high all the time anyway," this is the reason his sugars are high. Poor kid. Air bubbles form in the insulin reservoir. This should not happen as the tubing should be air tight. When bubbles are released instead of insulin, the sugars go high. Insulin leaks into the pump because of the pressure on the infusion(which is faulty and is the main cause for this problem), pump over time does not work correctly as the leaking insulin contaminates the pump.